Event description:
It was reported to nova biomedical that a customer experienced a hypoglycemic event requiring medical intervention. The customer received a result of 40 mg/dl on their blood glucose meter. The customer called for medical intervention and when the emts arrived, they tested the consumer getting a result of 100 mg/dl. The consumer tested herself again using her nova meter getting a result of 74 mg/dl. During the call to customer support, it was revealed that the consumer does not control solution test their test strips for integrity before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a f/u report will be filed.